Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Correction: h6 (annex g). Event description: as reported, during a retrograde intrarenal surgery in the left kidney, an ngage nitinol stone extractor basket was found to be broken when removed from the packaging. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One device was returned in open packaging. The device was returned with the handle in closed position; the handle actuates basket formation. One wire was found broken in the basket formation. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are inspected for damage and verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed product labeling. The product IFU provides the following information: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Important: excessive force could damage device. The provided information stated the issue was discovered when the device was opened for use. A cause for the broken wire could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). PMA/510(k) number = exempt . This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a retrograde intrarenal surgery in the left kidney, an ngage nitinol stone extractor basket was found to be broken when removed from the packaging. Another device of the same type was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.